Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (322-450 mg/dl). The cause of the high bg was not known; however, it was thought that the infusion set site may be a possible cause. The customer changed the site multiple times and insulin injections were administered to address the bg level. The customer performed a system check with tandem customer technical support (cts) and no device or site issues were found. Cts reviewed the pump data and there appeared to be no issue with the pump. After the last site change, the bg had dropped to 188 mg/dl. Cts discussed possible factors that could cause high bg levels with the customer.